Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the radius side assessed as an unidentified (tear) opening. (Shell thickness within specification) additional observations: no other observations observed.

Event description:
Healthcare professional reported right side rupture. Devices was explanted.

Event description:
Healthcare professional reported right side rupture. Devices was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.